Manufacturer narrative:
Medwatch fields a2: age at time of event, a3, b6, b7, and d10 have been updated.

Manufacturer narrative:
A general reagent problem was ruled out due to calibration and qc being acceptable. The investigation determined the event was consistent with pre-analytical handling issues at the customer site.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable ldhi2 lactate dehydrogenase acc. To ifcc ver.2 results for two patients with the cobas c 111. Sample ID (B)(6): the initial result was 912 u/l. This result was reported outside of the laboratory and questioned by the doctor because it did not fit the clinical presentation. The repeated result was 300 u/l. Sample ID (B)(6): the initial result was 349 u/l. This result was reported outside of the laboratory and questioned by the doctor if the sample was hemolyzed since it did not fit clinical presentation. The repeated result was 197 u/l. The reagent lot number was 52557301 with an expiration date of 30-nov-2021.